Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in china "overinfusion." Administration of 0.9% sodium chloride injection 126 ml + human endostatin injection 3 ml for 72 hours. The infusion was performed at 2 ml/hour/day. At 13:00 on august 26, the nurse prepared the patient according to the above doctor 's advice (it was expected to end at 13:00 on (B)(6). However, at 22:00 on (B)(6), the nurse checked the infusion. Nurse reported that infusion has been finished 15 hours earlier than expected.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory . According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.